Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when air was aspirated from the sheath, air ingress occurred. The balloon catheter was reinserted without resolve. The sheath was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.